Event description:
Initial surgery was (B)(6) 2012 described as l4-l5 decompression and interlaminar instrumented lumbar fusion at l4-l5 using an affix interlaminar graft and plating system. On (B)(6) 2012 patient reported back and leg pain during examination surgeon documented serious drainage escaping from incision site as well as a erythematous lesion on toe unhealed. On (B)(6) 2012 x-rays and a CT scan were completed due to leg and back pain. The affix plate was noted to be loose. First revision surgery on (B)(6) 2012 for removal of affix plating device and implantation of posterior fixation. Patient continue to have leg and back pain that required a second revision on (B)(6) 2014 that was reported to be unrelated to nuvasive products.

Manufacturer narrative:
(B)(4). The explanted product was not returned to nuvasive for evaluation. The root cause of this event has not been determined. Lot number of the product is not known; review of manufacturing records yielded no non-conformances that are related to the reported event. Review of complaint records does not indicate an adverse trend exists for the report type. Information received suggests potentially impaired healing.